Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was presented with shortness of breath and covid positive. The impella was utilized in the setting of acute myocardial infarction with cardiogenic shock. The device was placed in the right femoral artery without issue. The patient lost pulses in the right lower extremity in the morning hours and the medical staff ordered doppler to assess. It was reported that due to the patient developing a cold extremity, the medical staff decided to explant the impella cp and replace the original device with an impella 5.5 via right aortic approach. It was noted that the outcome of procedure on the impella 5.5 was the patient expired. Medical safety review of the event noted the use of the impella cp device cannot conclusively be associated with the outcome.